Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer declined providing information regarding these events. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.